Event description:
The customer reported that their pump battery would not charge and indicated a power source alert 07. There was no adverse impact on the customer's blood glucose level. Customer support advised the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes. Subsequently, the pump was at 100% charge 30 minutes later.